Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a persistent alert 38 indicating a motor stall after multiple restarts, and the user¿s blood glucose was reported as normal at the time of contact; the device was shut down per instructions, and a replacement was provided with education on data sync, startup, and continued cgm use. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included device history review and assessment of the reported alarm and functional behavior. Investigation of this case revealed a consecutive motor stall consistent with a pump drive mechanism malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the motor assembly.